Event description:
It was reported that the pump was showing force sensor bridge test error message. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump was showing force sensor bridge test error message¿ was confirmed when reviewing the alarm history. The probable cause was the pump was out of calibration and therefore recalibrated. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.